Event description:
It was initially reported that the patient had increased right abdominal pain and tenderness with increased protrusion of the right abdominal generator due to substantial weight loss. It was reported that the device was replaced and the patient outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 377875, lot# v006018, serial#, implanted: 2006 (B)(6), explanted: product type lead, product ID 3708240, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension, product ID 3708120, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type extension, product ID 3487a-56, lot# v005411, serial#, implanted: 2006 (B)(6), explanted: product type lead, product ID 3487a-56, lot# v005411, serial#, implanted: 2006 (B)(6), explanted: product type lead. (B)(4).